Event description:
It was reported to olympus, that the hd camera head coupler tip part was detached. Inspection and testing of the returned device found that the cover glass fell and visibility could not be secured. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the image was blurry and there were white scratches on the device. It was also noted that there was poor water tightness of the connector oredome. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, there were scratches found on the scope mount and the lens due to stress. When stress was applied, it caused the adhesive on the side of the lens to peel off, leading to dislodgement. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.